Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. Further investigation was performed and it was found through an on-line obituary that this patient died in september 2014; no allegations from the field have been received that this device system caused or contributed to the patient's death. Further information was received from the field representative that the following clinic was unaware of the cause of death as the patient may have been out of state at the time of passing. At the last check in the physician's office (date not available) the device was found to be in good condition and there were no issues noted by the physician. It was noted the patient had a history of coronary artery disease.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and the case was swollen. The device had no telemetry. The generator case was then removed, and no irregularities were observed. The cell voltage was measured and found to be depleted. The device was attached to an external power source and manual measurements showed the device has normal sensing, pacing, and defibrillator functions. The cause of the depleted battery was undetermined.